Manufacturer narrative:
(B)(4). G2: foreign: singapore. H6: proposed component code: mechanical (g04) - drill. Customer has indicated that the product will not be returned as it has been discarded. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure, the drill bit fractured. The fractured fragment was unable to be removed and was left in the patient's femur. No additional intervention or patient impact has been reported as a result of the retained fragment. It was reported that all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d4; g3; h2; h4; h11. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h4; h6; h11. Visual examination of the provided picture identified the reported device held by a gloved hand. The distal tip of the drill is fractured. The device shows signs of use such as discoloration. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was confirmed by review of provided photographs. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.